Event description:
It was observed during device evaluation that there was a white foreign material in the jet tube of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. According to ter, no c-cover burn is found, thus no information request will be sent to the customer. It's unknown whether the was deviation from the reprocessing manual. Additionally, there was no physical damage to the foreign material detection area. However, the reported event is likely due to insufficient reprocessing. A definitive root cause cannot be determined. The user can detect the event by handling the device in accordance with the following IFU. -inspection of the endoscope th user can possibly reduce/prevent occurrence of the suggested events by handling the device in accordance with the following IFU. -using endo therapy accessories suggested event 2: the user can tidetect the events by handling the device in accordance with the following IFU. -inspection of the endoscopic system olympus will continue to monitor field performance for this device.